Manufacturer narrative:
Device evaluation the solitaire 2 stent device was returned for analysis and the clinical observation was confirmed. The stent device pushwire was found to be broken into two segments. The pushwire break appears to have occurred within the ptfe shrink tubing section and within the proximal tapered section. The ptfe shrink tubing at the broken ends exhibited with stretching and jagged edges. Approximately 2.0cm of the proximal end of the distal segment was separated (cut) to send out for sem (scanning electron microscope) analysis. The analysis indicates that the pushwire separated as the tensile strength of the material was exceeded. No other anomalies were observed. All products are 100% inspected for damages and irregularities during manufacture. It was reported that resistance was encountered during delivery, however, the cause for the resistance could not be determined. Per the solitaire 2 IFU (instructions for use): ¿if excessive resistance is encountered during the delivery of the solitaire 2 revascularization device, discontinue the delivery and identify the cause of the resistance. Advancement of the solitaire 2 revascularization device against resistance may result in device damage and/or patient injury. To prevent device separation: do not oversize device; do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not yet been returned for evaluation, therefore the clinical observation cannot be confirmed. Should the device return, a supplemental report will be submitted when the evaluation is complete.

Event description:
Medtronic received information that the pushwire separated from the solitaire device inside of the microcatheter. The patient was receiving mechanical thrombectomy with the solitaire device to treat an ischemic stroke. The occlusion was in the left aca. Baseline mrs and nihss were 3 and 20 respectively and IV tpa was contraindicated in this patient. Vessel tortuosity was moderate and the parent vessel was the ica. The parent vessel diameter was 4.5mm. The branch vessel was the mca and had a diameter of 3mm. The reported device and all accessory devices were prepared as indicated in the IFU and there were no kinks or damage on the catheter or solitaire device prior to use. Continuous flush was administered during the procedure. There was no issue delivering the micro catheter. The micro catheter was in position and the solitaire device was then inserted. There was resistance in the distal section of the microcatheter and it was impossible to advance the device out of the catheter. As a result, it was decided to remove the solitaire. At this time the pushwire separated from the solitaire device. The pushwire had not been torqued during the procedure and the break was located in the distal section of the pushwire. The micro catheter and solitaire were removed together as the break occurred inside the microcatheter. The stent was never in the vessel and the patient condition has not changed. There were no patient symptoms or complications associated with this event. There was no change to mrs and nihss at the end of the procedure.